Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon fired the first load as he used the purple 60 on all cases without an issue. The device closed easily. He said something felt strange as he was beginning to fire the device as the stapler was pulling back off the tissue. When device was fired, the staples did not form and the knife cut the seroma in a very jagged line. Parts of the staples were left in the load. His comment was that the stapler failed to fire, leaving open staples part in the pt and part in the load. The jaws closed completely and the tissue was not observed to be more thick than usual.

Manufacturer narrative:
(B)(4).